Manufacturer narrative:
A representative went out to the site to perform system check out. It was noted that the issue could not be replicated. The system moved along the axis on the image acquisition system without any issues. They performed multiple reboots, and there was nothing outstanding in the error logs. System checkout confirmed that the system was operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was report that the system is having issues with all movement. It is unable to dock, or have any gantry movement. This system is down. No patient present. Additional information was received. It was reported that no manual work around method. They could not lift up the gantry, and just decided to power down the system. They powered the system on, for their routine checks. After they could not get it to work, they powered the system off, and then called in the case. The system was not going to be used in a case, or anything.